Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer. The investigation into this complaint is in progress at the time of this report.

Event description:
Customer complaint alleges that "the light source was failing when any pressure was applied to the device during use". Alleged malfunction detected during use. It was reported there was no patient injury.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint alleges that "the light source was failing when any pressure was applied to the device during use". Alleged malfunction detected during use. It was reported there was no patient injury.